Manufacturer narrative:
Event was inadvertently submitted. This is a not reportable event.

Event description:
It was reported that pump stopped insulin delivery on its own. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting.